Event description:
At about 10 years and 10 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022, lot 111244: (B)(4) items manufactured and released on 06-june-2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.. Additional involved implants: batch review performed on (B)(6) 2022 on ball heads: mectacer 38.39.7175.245.00 biolox forte ceramic ball head 12/14 ø 28 size s -3.5 (USA) (k073337) lot. 113905. Lot 113905: (B)(4) items manufactured and released on 21-oct-2011. Expiration date: 2016-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on (B)(6) 2022 on cup: versafitcup 01.26.54mb acetabular shell ø 54 (k083116) lot. 111514. Lot 111514: (B)(4) items manufactured and released on 09-aug-2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on (B)(6) 2022 on liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot. 112474. Lot 112474: (B)(4) items manufactured and released on 09-aug-2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Manufacturer narrative:
On 29 november 2022, it was communicated that on (B)(6) 2022, the surgeon removed the antibiotic spacer and implanted the permanent hardware.

Event description:
The patient had a primary knee surgery on (B)(6) 2011. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully. Presently, on (B)(6) 2022, the surgeon removed the antibiotic spacer and implanted the permanent hardware.